Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary: the product was returned for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that one opened sample that pertains to the product code d7460 was received for evaluation. The product code should be multistrand and each winding former must contain eight strands single armed. Upon visual assessment of the suture, it was observed that the strand has begun with a degradation process caused by exposure to the environment. This condition contributes to the needles separating from the sutures. The foil was visually inspected, and excessive wrinkles and holes in the cavity were observed due to handling. Per the sample condition, the functional test cannot be performed. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that a patient underwent an arthroplasty procedure on (B)(6) 2023 and suture was used. After opening the package and before use, when the needle was taken out from the package, the suture was detached from the needle. It was a control release needle. Upon visual assessment of the returned suture, it was observed that the strand has begun with a degradation process caused by exposure to the environment. This condition contributes to the needles separating from the sutures. The foil was visually inspected, and excessive wrinkles and holes in the cavity were observed due to handling. No adverse patient consequences were reported. No additional information was requested.